Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder and air/water tube could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak between the up/down knob and the scope connector cover, it is likely that the device reprocessing could not properly be completed. The event may be detected/prevented by following the instructions for use sections below: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process the air/water tube and cylinder have foreign material, due to damage on up/down knob, water tightness is lost, due to a crack on s-body, water tightness is lost, flexibility adjustment ring has a scratch. Grip has a scratch, air, water-cylinder has no color, suction cylinder has no color, switch box has a scratch, right/ left knob has a scratch. S-stopper is replaced for preventive maintenance, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in down direction does not meet the standard value, plastic distal end cover has a dent, adhesive around light guide lens has wear, adhesive on bending section cover or distal sheath has a crack, and the universal cord has coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water tube and cylinder have foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.